Event description:
The iab was inserted into the patient on 1/3/97 at 4:10 a.m. And removed on 1/04/97 at 8:10 p.m. The iab did not malfunction. As a result of the event, the patient had severe bleeding and a transfusion was required. (Event complications severe bleeding/transfusion required -) reported 9/11/97. (Pt's current status: discharged-rpt'd 9/11/97.)